Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestream balloon expandable vascular covered stent that are cleared in the us. The pro code and 510 k number for the lifestream balloon expandable vascular covered stent are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 10/2024). Device pending return.

Event description:
It was reported that prior to a stent graft placement procedure, the device package was mislabeled. There was no patient contact.

Event description:
It was reported that prior to a stent graft placement procedure, the device package was mislabeled. There was no patient contact.

Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream balloon expandable vascular covered stent that are cleared in the us. The pro code and 510 k number for the lifestream balloon expandable vascular covered stent are identified in d2 and g4. H10: d4 (expiration date: 10/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.